Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/17/2024, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the abdomen. It was reported that the patient experienced a skin reaction which occurred an unspecified number of days after the sensor had been inserted. The patient developed itching, burning, a rash, redness, pimples, blisters, dry skin, and a scar underneath the sensor pod area only. Prior to sensor insertion the area was cleansed with soap and water. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.